Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose results of 12.8 mmol/lon the aviva system and 5.6 mmol/l on aviva nano system within 10 minutes. Used same test strips in both meters. No adverse event was reported. A request was made for the return of the meter and strips.